Manufacturer narrative:
The end user replaced the o2 sensor to resolve the issue. There was no ge healthcare repair.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial number not provided. D4 primary UDI number unknown as no serial number provided. H4 date of device manufacture unknown as no serial number provided. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in oxygen failure. There was no patient involvement.